Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that the lumen is damaged near the port. The damage is 2cm in length. The lumen is also kinked throughout. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent catheter became froze on the wire. The 90% stenosed target lesion being treated was located in the mildly tortuous and non-calcified proximal ramus artery and into the right circumflex artery. The lesion was predilated with an unspecified balloon catheter. A 3.00x12mm promus element stent delivery system was then advanced over a non-bsc guide wire and became froze on the wire. The promus element sds and guide wire were removed together. It was noted that there was some damge at the guide wire exit port. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent catheter became frozen on the wire. The 90% stenosed target lesion being treated was located in the mildly tortuous and non-calcified proximal ramus artery and into the right circumflex artery. The lesion was predilated with an unspecified balloon catheter. A 3.00x12mm promus element stent delivery system was then advanced over a non-bsc guide wire and became froze on the wire. The promus element sds and guide wire were removed together. It was noted that there was some damge at the guide wire exit port. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).